Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs, however, no failure was identified. Additionally, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 253 mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.